Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument and found a faulty collar wash waste solenoid valve on reagent probe b. The fse replaced the reagent probe b collar wash waste solenoid valve to resolve the issue, no further leaking was observed. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported the instrument generated "cc (cartridge chemistry) cuvette not dry before first reagent dispense" errors and found a leak from reagent probe b on their unicel dxc 600 pro instrument. The leak was contained to the instrument with fluid found in the reagent probe spill tray; the volume of th leak was described as approximately 11 ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.